Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The customer¿s blood glucose was declining to 47 mg/dl and since then he has had extreme low to 20¿s mg/dl, the customer treated with glucose tablets, glucagon shot, juice and 15 grams of carbohydrates the blood glucose rise to 50 mg/dl while getting his dialysis. Customer¿s current blood glucose value is 437 mg/dl. The customer treated highs with the bolus. Troubleshooting was done for low blood glucose as well as over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was over delivering. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.